Event description:
Customer reported three incidents of the phaseal infusion adapter c100 "snapping off" above the membrane port. The three incidents occurred within a 24 hour period, and all involved bbraun pab 100 cc IV container and the drug etoposide. No spillage or drug contact with pt and/or user is reported.

Manufacturer narrative:
The reported incidents do not involve death or injury to pt, user or other person. The risk of potential death or serious injury is considered negligible. The spike of the phaseal infusion adapter (c100) is made of abs plastics (as labeled in the IFU). Some chemicals/solvents are known to cause stress cracking of abs plastics. The insert label of the concerned drug, i.e. Etoposide, describes that abs has been noted to crack and leak with undiluted etoposide. Investigations have shown that ruptures of the infusion adapter spike may occur as a result of interactions between the infusion adapter spike, certain drugs and the specific IV container port. A technical bulletin with this info together with a recommendation to flush this infusion adapter with diluted drug immediately after injection has been issued to all us customers as a result of the performed investigation.